Event description:
The customer reported that their central nurse's station (cns) display is flickering and that the only way they can resolve this is by rebooting the unit. No harm or injury was reported.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) display is flickering and that the only way they can resolve this is by rebooting the unit. No harm or injury was reported.